Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® titanium hexed screw (iuniht) was returned for investigation (image attached in complaint). Visual evaluation of the as returned product identified a fractured screw at the threads. Functional testing to recreate the reported event could not be performed due to the nature of the returned device & event. Additionally, one unk biomet t3 5.0 implant was not returned for investigation as it remains implanted. Since the product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available device information. Although the customer reported the screw fractured in the implant, it was not reported the customer attempted to use zimmer biomet removal tools to retrieve the screw. The customer reported purchasing the retrieval kit but not using it. The implant remains implanted. Therefore, the screw piece stuck in the implant will not be investigated. No pre-existing conditions were noted on the per. The customer had unknown bone density. The reported devices were located tooth # 31. The devices were implanted for an unknown duration. The customer did not provide pictures or x-rays. Appropriate documentation was reviewed. DHR reviews and complaint history reviews could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the reported device (iuniht) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. A complaint history review by item number could not be conducted for the unk biomet t3 5.0 implant. Based on the available information, device malfunction did occur for the screw and could not be verified for the implant. While the reported event (screw fracture) was confirmed as a fractured screw was identified during physical evaluation.

Manufacturer narrative:
The following sections have been updated: b4: date of this report. D1: brand name. D4: catalog number. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Lot number unknown / not provided. Unknown / not provided. Unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the screw at implant site #31 fractured in a well seated biomet t3 5.0 implant. Removal tools purchased and is requesting replacement screw. Patient to return for screw removal. As a result of this event, no injury to the patient was reported.